Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for peripheral neuropathy and spinal pain. The patient reported that they have doubts with their implantable neurostimulator (ins) that they have had for 7 years. They stated that the ins has been a huge mistake, and they want to speak with a manufacturing representative (rep) about upgrading. The patient indicated that they have had some complications with the ins, and that it has been dead for 6 months. The patient services offered to send communication to the field. No further complications or patient symptoms were reported or anticipated.